Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported pump cannot be established as the product is not available for analysis. Device history record (DHR) : the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the pump of this artificial urinary sphincter was slow to refill; the physician suspected an issue with the pump. It was noted that the patient was only experiencing slight incontinence. The device was explanted and replaced no additional adverse patient effects were reported.